Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery that is 90% stenosed. The lesion was pre-dilated with a 2.0x12mm trek balloon and a 3.0x38mm xience alpine stent was deployed at 10 atmospheres. Post dilatation with a 3.0x15mm nc trek balloon at 16 atmospheres was performed; however, after post dilatation an edge dissection was noted at the distal end of the stent. Another 2.5x15mm xience xpedition stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.